Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported bg fluctuations ranging from 54 mg/dl to 381 mg/dl after eating pizza and taking a second meal bolus to correct high bg. The low was treated with yogurt and the high bg later declined while on the call without medical intervention. No ems or hospitalization was required.